Event description:
The customer stated that he tested his blood glucose and received a reading between 500-600 mg/dl using his breeze meter. He went to the hospital and had his glucose retested. The hospital glucose readings were between 250-300 mg/dl. If the customer's meter read 527 mg/dl or higher compared to the hospital reading of 250 mg/dl, the difference between readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have his meter or testing supplies with him at the time of the call, so troubleshooting was not possible. No customer info was gathered before the call ended. No product will be returned at this time.

Manufacturer narrative:
It was not possible to obtain a manufacture date without the meter serial number.